Event description:
The physician opened a new steerable electrode diagnostic cardiac ep catheter. The catheter was then introduced to the right atrium via the right femoral vein and inferior vena cava. When the catheter was attached to electrical recording equipment it was found to have a faulty electrode pair. The catheter was removed from the patient and a second new catheter was introduced into the patient. This catheter also had a non-functioning electrode pair and was removed. These catheters have the same lot numbers. A third catheter, which had been reprocessed was opened and was found to have a structural abnormality. These reprocessed catheters are to be tested by ascent prior to returning the catheter for use. This catheter was not placed in the patient but was bagged to be replaced. A fourth catheter (another new catheter) was opened and was utilized without incident. The case was completed successfully.